Manufacturer narrative:
(B)(4). B5 describe event or problem - additional. H2 additional. H6 type of investigation - additional. H6 investigation findings - additional.

Event description:
After the initial MDR, additional information was acquired. A review of the dexcom performance data showed that a sensor session was started on (B)(6) 2024 at 2015. The sensor session lasted approximately 8.5 days. Data for the final 48 hours of the sensor session indicates that the user was within target range up until 2250 on (B)(6) 2024, when the estimated glucose values (egvs) went above the upper limit of user set high glucose threshold of 150 mg/dl and a high glucose alert occurred. The alert setting was vibrate and the alert repeated every 5 minutes until 0220 am on (B)(6) 2024 when the alert was acknowledged. On (B)(6) 2024 between 0220 and 1115, the egvs continued to rise until they reached 400 mg/dl. The egvs then rose above 400 mg/dl and remained above 400 mg/dl until 0605 on (B)(6) 2024, when a no readings alert occurred. This alert setting was also set to vibrate. At 0640, the egvs returned and were still above 400 mg/dl and the high glucose alert occurred again. Neither of these alerts were acknowledged. On (B)(6) 2024, at 1625, the no readings alert occurred again. There was no acknowledgement of this alert. The sensor session ended on (B)(6) 2024 at 1640 when the final egv of high was recorded. There were no issues observed. A probable cause could not be determined. At the time of the event, the user was connected to an omnipod 5 insulin pump, manufactured by insulet. Insulet was contacted to obtain their data for the period of interest. Insulet¿s data was reviewed, and it was reported that: ¿cloud data for this user for the period of (B)(6) 2024 was reviewed. The data showed that the automated algorithm was appropriately adapting the automated insulin delivery based on the estimated glucose values received by the pod. The data showed that the estimated glucose values started increasing and reached urgent high at 1120 on (B)(6) 2024. The system responded appropriately to the increasing and high estimated glucose levels by delivering the maximum amount of automated insulin determined by the user's adaptive basal rate. Extended periods of this max insulin delivery resulted in automated delivery restriction alerts being generated at 1205 and 1615 on (B)(6) 2024. After the automated delivery restriction at 1615 was acknowledged and the system put into manual mode, the user kept the system in manual mode and the pod delivered the user's manual basal program of 0.8 u/hour. Manual delivery continued until the last data point at 1710:40 on (B)(6) 2024.

Event description:
Claimant¿s attorney reported to dexcom that the pump hardware allegedly malfunctioned and it was reporting that there was allegedly a possible malfunction with the dexcom software. The patient was reportedly found passed away in his home on approximately (B)(6) 2024. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. Dexcom¿s legal counsel requested additional requests additional information from claimant¿s attorney and no further information was provided.

Manufacturer narrative:
(B)(4) dexcom's legal counsel was served with a legal action as a result of the patient¿s alleged injury. The reporter did not provide a description or information regarding the circumstances of the alleged event or details of the alleged injury other than what is alleged in the complaint. Dexcom has provided to FDA the information it currently has relating to this alleged adverse event. Dexcom's legal counsel has requested further information from the claimant¿s attorney.